Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding sloped anterior and posterior chamfer resections during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 380 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding sloped anterior and posterior chamfer cuts. There was one other similar reported event for the listed catalog number (pr 1668530). Conclusion: the case files (crisis log, patient session data and vplog data) were reviewed. An analysis of the warnings in the crisis log file, application workflow, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints, burrlist and implant plan was completed. An analysis of the warnings in the crisis log file and the application workflow revealed that a ¿monitored tracker moved too fast¿ warning occurred during bone preparation indicating possible array movement. The mako tka application user guide (part number 210467 rev.02, page 76) provides the following guidelines in regards to array movement: "avoid abrupt position changes of certain tracked reference arrays (anatomy trackers, robotic arm base array) after image registration. These abrupt position changes to not occur frequently. However, if they do take place, it may indicate an unintended and potentially hazardous situation where the original implant plan (position/orientation) could be changed, translating into inaccurate bone preparation." A comparison of the burrlist and the patient implant plan shows that the femoral resections were made according to the plan. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
During the case, all cuts are complete as surgeon noticed the anterior chamfer and posterior chamfer cuts were off. Checked the checkpoints and they both passed. Medial side of anterior cut was raised about 3 mm from lateral side. There was a definite step off on the anterior cut medial to lateral posterior chamfer cut was more bone after cut on medial side than lateral side. Case completed manually. Tka case delayed for 20 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the case, all cuts are complete as surgeon noticed the anterior chamfer and posterior chamfer cuts were off. Checked the checkpoints and they both passed. Medial side of anterior cut was raised about 3 mm from lateral side. There was a definite step off on the anterior cut medial to lateral posterior chamfer cut was more bone after cut on medial side than lateral side. Case completed manually. Tka case delayed for 20 minutes.